Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found that the device triggered a reset due to a bus error consistent with an integrated circuit anomaly. The device was restored to shipped settings, and analysis was performed which indicated normal device functionality. The reset operation could not be reproduced. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.